Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and dizziness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that they called the fire department for a separate health issue. The nature of the health issue was not disclosed. At the time that the fire department arrived, patient reported their cgm was reading "100+"mg/dl and their finger stick (fs) reading was 48 mg/dl. Patient felt dizzy, and was given glucose and transported to the emergency room. At the time of contact patient was feeling okay. No additional patient or event information was provided.